Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7048661.

Event description:
It was reported that the patient was not getting coverage to the painful area. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.